Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had multiple infections possibly from insulin. The customer also reported having one infusion set site infection. Blood glucose level at the time of the incident was 500 mg/dl. The customer treated with a manual injection, but her blood glucose level would not come down. Customer stated that she went to her doctor twice for treatment. The insulin pump was not replaced or returned for analysis.